Event description:
Procedure type: esophagectomy. Patient: male. According to the reporter: when passing down through the esophagus, the orvil got stuck. When the doctor applied pressure to pull the device, the anvil detached from the tube. They tried to retrieve the orvil with the scope from both sides (orally and through the distal end of the esophagus), extending surgical time about an hour and a half. There was some edema/swelling due to the manipulation but no severe trauma. The anastomosis was performed higher in the esophagus. There was no blood loss, and tissue loss was no more than what was anticipated. No leak test was needed/performed, and no staple reinforcement material was used. The anastomosis was done with the anvil that came with the stapler, and the procedure was completed without further incident.